Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for low, out of range hv lead impedance was observed even though the hv lead impedance measurement was within range. The limit was lowered. The patient received no adverse consequences from the event.